Event description:
Allergan received a voluntary medwatch (#(B)(4) from the health professional at the surgical facility reporting:"... The pt had poor weight loss and elected to have a bypass conversion. During surgery, erosion of the band occurred with bile staining and an abscess around the band. The decision was made to remove the band and not proceed with the bypass at this time. This may be long term wear and tear of the original band..." Follow up findings: the device analysis lab found that part of the returned device is missing and clear identification of the device is not possible. The health processional at the surgical facility notes that the serial number and the device type initially reported on the voluntary medwatch may be incorrect because the device information is not available as it is not kept. The health professional at the surgical facility did confirm, however, that the device sent for analysis is the actual device involved in this report case. The serial number and device type will remain as initially reported at this time.

Manufacturer narrative:
(B)(4). The user facility sent voluntary medwatch (B)(4). Allergan has received the product; however, the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of inadequate weight loss and erosion as follows: "caution: insufficient weight loss may be caused by pouch enlargement or, more infrequently, band erosion in which case further inflation of the band would not be appropriate." Device labeling addresses the reported event of abscess as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port dis-placement, port site pain, spleen injury, and wound infection."